Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection confirmed that only the delivery wire was returned. Device analysis of the delivery wire revealed that the proximal contact and delivery wire were kinked and the coil appeared to have detached from the detachment zone via electrolysis. Information available indicated that the coil was confirmed to be in good condition prior to use and that the physician continued the procedure with the same microcatheter. It is probable that damages to the delivery wire may be related to handling of the device during use and procedural factors may have contributed to the difficulties encountered post deployment of the coil resulting in the reported event. Therefore, a root cause of operational context has been assigned to this investigation.

Event description:
It was reported that while removing the delivery wire after coil detachment; the coil was noted to be stuck in the microcatheter. The coil and microcatheter interaction resulted in a small portion of the coil to protrude into the parent vessel. The physician was able to push the coil back into the aneurysm without clinical consequences to the patient.

Event description:
It was reported that while removing the delivery wire after coil detachment; the coil was noted to be stuck in the microcatheter. The coil and microcatheter interaction resulted in a small portion of the coil to protrude into the parent vessel. The physician was able to push the coil back into the aneurysm without clinical consequences to the patient.